Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: when it was noticed that the anastomosis had "opened up", were unformed or malformed staples seen in the tissue? Or was the staple line incomplete (missing staples)? Response: the staple line was incomplete, and the device used was the tx60. Cannot provide a lot or serial number.

Event description:
It was reported that during an unknown procedure the physician created an anastomosis. While checking his work before closure he noticed the anastomosis had opened. He hand-sewed to complete the case. There were no patient consequences.